Event description:
It was reported that while performing a demonstration, the control module screen went blank while taking a sample. They rebooted and continued the demonstration. There was no patient involvement.

Manufacturer narrative:
Based upon the inquiry information received visual and functional examination: the unit was found to require the interface board and black cable replaced. The device was functionally tested, met all product requirements, and returned to the customer.